Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited increasing capture threshold and high pacing impedance. The rv lead was explanted and replaced. The patient was later discharged.